Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide break and device operates differently than expected (foot) were confirmed. The reported difficult to insert into the anatomy could not be replicated in a testing environment. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, no resistance was felt when advancing the proglide on the guide wire, however, resistance was felt when inserting the proglide device into the arteriotomy. Because of the resistance being felt during advancing the proglide device it was decided to remove the device; however, when attempting to remove the proglide device, the device separated at the guide (black tube and silver portion). The "nick and spread" was widened and forceps were used to removed the black portion of the device that had been left in the anatomy. When the device was removed, the foot was in the open position. It was determined that, when the device separated, the foot opened without the proglide lever being used. There was no reported vessel damage. A sheath was placed and hemostasis was achieved using manual arterial compression. The physician reported that the patient's vessels were "very diseased". There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The operator is reported to be trained in the use of the proglide device. No additional information was provided.